Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral approach. The 100% stenosed target lesion was located in the severely calcified and moderately tortuos below the knee vessel. After crossing a guide wire, a 2mm x 40mm x 145cm coyote balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.